Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the patient experienced diaphragmatic stimulation. The lead was reprogrammed. On (B)(6) 2016 during follow up, the patient again experienced diaphragmatic stimulation. The lead was turned off. The patient was fine after both events.